Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd syringes with the luer-lok¿ tip had twisted/broken plunger rods. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "a twisted plunger and a reversed seal" "there are around 10 defective parts that have been found out of approximately 10k inspected so far. "

Manufacturer narrative:
H.6. Investigation: four photos each displaying a loose 10ml syringe and seven loose 10ml syringes were received and evaluated. Two photos displayed syringes with missing print. One syringe had multiple areas of missing print between the 2ml and 3ml markings, the 4ml and 6ml markings and the 8ml and 10ml markings. At least one printed item was missing more than 50%, which was rejectable per product specification. One syringe had a small area of missing print between the 6ml and 7ml markings but was acceptable per product specification. Five loose 10ml syringes were received and evaluated. The five syringes had similar missing to print what was shown in the photos. The print appeared to be scratched off as scuff marks were present in the consistent locations. All five of the physical samples received had less than 50% of any one item missing, which were acceptable per product specification. Two photos displaying a syringe with the stopper not attached to the plunger rod and facing the wrong direction. There was also plunger rod damage present in each photo with one displaying a broken rib with a portion of the rib missing and one rib having a wave-like deformation. The syringe was rejectable per product specification. Two loose 10ml syringes were received and evaluated. It was observed the one syringes appeared to be the one displayed in both photos. Both syringes had similar plunger rod damage with one broken rib and one wave-like deformed rib and well as a small portion of the thumb rest broken off. One syringe also had the stopper detached from the plunger rod and facing the wrong direction. Potential root cause for the missing print defect is associated with the assembly process. It was likely due to a barrel jam causing the print to become rubbed off. Potential root cause for the damaged plunger rod and misoriented stopper defects are associated with the assembly process. It is likely there was a plunger rod feeding issue that required intervention, which may have inadvertently caused the misoriented stopper during assembly. For both defects the issues were likely short-lasting with a limited quantity affected. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 10 bd syringes with the luer-lok¿ tip had twisted/broken plunger rods. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "a twisted plunger and a reversed seal". "There are around 10 defective parts that have been found out of approximately 10k inspected so far. ".